Manufacturer narrative:
H7, h9 correction/update: z-0615-2024 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-jan-31 regarding a patient receiving clonidine (3000mcg/ml at 479.8mcg/day), baclofen (3000mcg/ml at 479.8mcg/day), and hydromorphone (2mg/ml at 0.3198mg/day) via an implanted infusion pump. It was reported that the patient was seen in the clinic for a refill on (B)(6) 2020 and the fentanyl was changed to hydromorphone. A bridge bolus was performed and the new dose was decreased. The patient underwent magnetic resonance imaging (MRI) on (B)(6) 2020 unrelated to the therapy and did not come back to the office for a pump status check. A few days after the MRI the patient was complaining of increased pain, but thought it was related to the decrease in the new drug dose. The patient came back to the office on (B)(6) 2020 and when the status of the pump was checked it was noted that the patient had a motor stall/tube set and no recovery. An audible alarm was heard at that time. The hcp checked the pump status again with logs and the logs showed a recovery 30 minutes post-initial pump check. It was noted that troubleshooting had resolved the reported issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that no additional actions were taken to resolve the issue. The pump will not be explanted. The patient weight was asked, but unknown. There were no further complications reported/anticipated.